Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert found evidence of abrasive wear suggesting contact with bone and/or cement. The investigation could not draw any conclusions about the root cause of the abrasive wear; however, poor device positioning is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loosening of the tibial tray and femoral component at the cement/implant interface. Unknown cement manufacturer. Osteolysis and polyethylene wear noted.